Event description:
Compat balloon failed during use while in pt. No intervention was required per the care giver, and it is unknown who removed and replaced the tube.

Manufacturer narrative:
No patient info with the exception of the patient's sex is available at this time. Investigation is ongoing.